Event description:
It was reported that the physician could not perform the system diagnostics and got a "cannot read" message. Based on a battery life calculation, it is unlikely that the generator is at end of service. Attempts for further info have been unsuccessful to date.